Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 when a family member tried to awaken the subject they were exhibiting stroke symptoms. Emergency medical services (ems) was called and transported them to the hospital.

Event description:
It was reported that the patient received 2 packs of red blood cells (prbcs) on (B)(6) 2022 and one unit of prbcs on (B)(6) 2022.

Manufacturer narrative:
Related MFR# 2916596-2022-10687. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1, "introduction," lists stroke, bleeding, infection, and right heart failure as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 lvas patient handbook, is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was started on inotropes. On (B)(6) 2022 the patient received two units of packet red blood cells (prbc)due to their hemoglobin of 6.9. On (B)(6) 2022 a wound culture from the thoracotomy site came back positive for candida and were being treated with antifungal medication. On (B)(6) 2022, it was reported that the patient was still on inotropes and they developed a gastrointestinal bleeding with fecal occult blood and received 4 units of prbc on (B)(6) 2022, 2 units on (B)(6) 2022, and 3 unite on (B)(6) 2022. On (B)(6) 2022, the patient was treated for aspiration pneumonia with inhaled tobramycin and intubation and had their medication changed to antibiotics for their infection. On (B)(6) 2022, tracheostomy was inserted to treat the respiratory failure. On (B)(6) 2022, it was reported that the patient was still inotropes for longer than 14 days. The gi bleed that started on (B)(6) 2022 reportedly stopped on (B)(6) 2022. On the same day, the patient grew gram positive cocci in pairs, chains, and clusters and their medication was changed to antibiotics.

Event description:
It was reported that the patient's stroke was embolic as diagnosed by head computed tomography (CT). Esophagogastroduodenoscopy (egd) showed gastritis, the patient was placed on proton pump inhibitors (ppis) as treatment. The patient remained on milrinone inotropes.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 lvas instructions for use (IFU), is currently available. Section 1, "introduction," lists stroke, bleeding, infection, and right heart failure as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 lvas patient handbook is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the bleeding and respiratory failure resolved without sequelae on (B)(6) 2022, the right heart failure resolved on (B)(6) 2022, the outcome of the infection was unknown, and the neurological dysfunction was ongoing as on (B)(6) 2022.